Event description:
I used poligrip from 1995 - to 2009, over the years I was experiencing numbness in my hands, legs, and feet. I was diagnosed with neuropathy. In 2008 I have low levels of copper and high level of zinc in my blood. My neuropathy is permanent and requires medical care the rest of my life. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 1995-2009. Diagnosis: denture adhesive. Event abated after use stopped: no.